Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular lead could not be passed through the tricuspid valve. After several attempts to maneuver the lead, it was realized the screw was extended and found to be stretched. The lead was removed and another one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching /overstress. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.